Manufacturer narrative:
Add'l info. Maude event report rec'd from FDA 12/11/06. This event was originally reported to conmed linvatec on 06/06/05. Based on the info available at that time, this was not determined to be a reportable event. Based on the info provided from the maude event report this is being reported. Investigation findings: a review of product history for the past 2 years indicates one other customer reported problem for this failure mode. It has been identified that metal shavings can occur when excessive lateral force is applied to the device during use as evidenced by galling on the distal end of the tubes. To date, there are no reported injuries related to metal shavings unretrieved/retrieved from the joint. It is usual practice to use continuous irrigation in arthroscopic procedures. This irrigation can assist in washing out the metal shavings from the joint. In addition, the metal shavings identified during the procedure are under magnification of the scope.